Event description:
Device #1 of 2. Reference MFR report: 1627487-2014-26513. The patient had a scs system which includes two leads from the same lot. It was reported the patient was experiencing discomfort where the side of the ipg was irritating her. The patient reported that she was receiving effective stimulation. The patient underwent a revision procedure on (B)(6) 2014 and imaging in the operating room indicated the right lead had migrated. The physician inserted a stylet into the right lead but had difficulty advancing the lead to the desired location. The lead was tested intraoperatively and the patient experienced rib stimulation. The physician then explanted the entire scs system. The physician is going to allow the patient to recover from this surgical procedure before further intervention is taken.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.